Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. The device complaint is unknown; customer informed as "multiple issues"; unable to determine the most likely underlying root cause of malfunction. Test strip (B)(4). Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated his condition had improved and he was not currently having any diabetic symptoms. Customer stated that he will be released from the hospital on (B)(6) 2016. Manufacturer contact customer on 12/21/2016 in a follow up call. Spoke with wife who states that her husband is in the hospital and does not have a date as to when he will return home. Wife states that her husband went to the hospital due to hyperglycemia. States he has been treated with insulin in the hospital and states he has not used the old meter since.

Event description:
Wife is calling on behalf of the customer. During the call on (B)(6) 2016, wife stated the customer was unable to obtain blood glucose results with his truemetrix air meter on (B)(6) 2016 due to multiple issues the customer was having when attempting to run a blood test. Wife did not know what the issues were and the customer was still currently in the hospital and unable to provide exact details. When customer was unable to obtain a blood glucose result on (B)(6) 2016, wife stated the customer began to feel "numb" and he was very confused and had slurred speech so she called an ambulance. The ambulance came and took the customer to the hospital where they provided him with "liquid" intravenously in order to bring up his glucose levels, as customer suffers from hypoglycemia. Wife was unable to provide exact treatment provided to customer and was unable to provide any glucose results which were obtained from ambulance or hospital staff. Customer does not remember exact result but states it was critically low. Wife verified customer was currently feeling much better and was discharged on (B)(6) 2016 from hospital. Customer stated the diagnosis from the hospital was hypoglycemia. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/19/2017 and open vial date at time of call is less than two months ago. The meter memory was not reviewed for previous test result history.